Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the primary package was opened when received. The dressing was not used. A photo depicting the reported issue was provided. No further information was provided.

Manufacturer narrative:
A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and all pms were completed. Lot # 8a05755 was sterilized. All results were within specification and products were released. The production process, in process testing and packaging of products were run in accordance with process instructions for sterile machine doyen 3. A visual inspection was completed in accordance with test methods at the beginning of the order and every hour following until the order was completed. A photograph has been received for this complaint which was evaluated in accordance with work instructions. The photograph shows the complaint issue and confirms it is a convatec product and confirms the complaint issue. A sample was received for this batch which was evaluated in accordance with work instructions. The sample showed that the seal was not present on the sachet. It has been concluded that the defect sachet was part of a startup set of sachets from the machine and that the reject gate did not react quickly enough to reject the affected sachet. The reject gate for the machine has since been overhauled and is now functioning at the correct pace. As part of the investigation all doyen operators were provided with awareness training of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.